Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.2, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on may 28, 2020 with lot number 2446111. Analysis of the returned device identified: creases fold, wear abrasion, white particles in the shell and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. A sharp opening on anterior assessed as an unidentified (tear) opening.